Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipack¿ syringe luer-lok¿ had a cracked syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
1 - confirmed: bd was able to confirm/ reproduce the incident in question. 2 - samples/ photos analysis: the sample sent by the customer was verified and it was possible observe barrel damaged and pluger broken. 3 - DHR review: it was verified the batch record and the manufacturing date for this batch was january 25th to 29th, 2018. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; 4 - qn review: no quality notification (qn) that could related to defect were observed. 5 - maintenance review: no maintenance record that could related to defect were observed. 6 - conclusion: the sample sent by the customer were verified and it was possible observe plunger rod broken and barrel cracked. The potential cause for the problem is a syringe jam on assembly machine system, causing the damaged and the breakage at syringes during the assembly. That jam is inherent to the manufacturing process and occurs occasionally on the process. As internal action for product quality improvement, will be performed the blitz # 44/2018 for defects of damaged components and leakage. Investigation conclusion: it was performed DHR evaluation and no occurrences potentially related to the defect was observed. Based on this evaluation and the process failure analysis the potential causes for the problem is: - syringe jam on assembly machine system, causing the damaged and the breakage. That jam on assembly machine system, which caused the barrel damaged. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that a bd plastipack¿ syringe luer-lok¿ had a cracked syringe. There was no report of exposure, injury, or medical intervention.